Event description:
Received a voluntary recall notice for heparin lock flush solutions manufactured by covidien from another branch of our infusion company. Contacted skilled nursing facility where the patient resided to relay recall information to the director of nursing. Received a return call from rn at the facility with information that they had an affected lot in stock. This nurse felt this lot may have been given to one patient. Further explanation was given stating patient had received one dose of antibiotic on the morning of her death. She gave the following account of the situation: the patient received one dose of amikacin via central line, then was flushed with both saline and heparin. A second antibiotic, zyvox, was then administered to the patient. The patient was left for a time of unknown duration during the infusion of the second antibiotic. When the nurse returned to the patient, she had no breath sounds, a very faint heart rate and had turned "yellow" in color. Patient primary physician was contacted and informed of the situation. Explained the information given by covidien in the recall notice. Sent driver to secure affected lots from skilled facility. Dose or amount: 300 units or 3 ml, frequency: three times daily, route: IV. Dates of use: 2008. Diagnosis or reason for use: line patency.